Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer has been in the emergency room three times in the past three days for high blood glucose. The blood glucose reading was over 650mg/dl at the time the customer was hospitalized. It was stated that the customer had a severe dehydration and ketones. Troubleshooting was performed. Ran a high pressure test and the device did not alarm no delivery. No further info was provided.